Event description:
Female pt presented with small access vessels, short reverse funnel neck, bilateral carotid and renal stenosis, and thrombus in the thoracic aorta (no imaging of the arch available). Access and deployment of a 28-16-120bl bifurcated device and a 34-34-80le infrarenal proximal extension were uneventful. During the procedure, the pt was believed to have had a stroke, which may have been caused by the thrombus in the thoracic aorta being knocked loose from guidewires and catheters. One day post-op, the pt is responding to commands. The physician will continue to monitor. Additional info received on 07/30/2009 that pt died. Date and cause of death is undetermined at this time.

Manufacturer narrative:
D4: additional info for proximal extension: model no. 34-34-80le, lot no. W09-1595-021, expiration date: 06/01/2012. Review of lot records/work orders, prior reports. No issues were noted. Pt's condition prior to the procedure contributed to the event.